Event description:
It was reported via repair work order that the foot end lift bars are cracked which could affect lifting of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.